Event description:
Reportedly, on (B)(6) 2025, the tabelt is unusable, it turns on but cannot query any device or perform any other operation.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programmer is unable to fully initialize. Review of the extracted files is still ongoing, results are not available yet.

Event description:
Reportedly, on 3-october-2025, the tabelt is unusable, it turns on but cannot query any device or perform any other operation

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The programmer is unusable. Review of the provided files shows that internal files are corrupted. A trace of unexpected shutdown is also visible on 30-september-2025 with the message ¿the previous system shutdown at 12:49:41 on 30/09/2025 was unexpected¿. The most probable hypothesis is that this shutdown caused the files corruption and therefore the programmer to be unusable. The main origin of the reported event could not established with certainty. This case is retained and utilized for trend purposes. MDR correction: device update smarttouch tablet is replace by smarttouch softwares modules according to investigation results.